Event description:
Complainant alleged that staff members were attempting to perform a synchronized cardiversion on a pt (age and gender unk) and the staff was unable to discharge the unit. The unit's monitor screen did display a synchmarker. The staff obtained another unit (MFR unk) and treated the pt. There was no adverse effect on the pt.